Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead exhibited far p oversensing and high impedance. No intervention was performed. The patient was in stable condition.

Event description:
New information noted that the right ventricular lead was explanted on 06 aug 2020. The lead also exhibited dislodge, noise, and impedance issues.